Manufacturer narrative:
Complaint conclusion: approximately eleven months post stenting procedure to the superficial femoral artery (sfa), it was reported that by angiography, restenosis was found in the two smart control stents previously implanted. The patient suffered intermittent claudication (onset is unknown). The patient received medication. The two smart control stents were originally placed in the target lesion without any issue. At that time, the lesion was mildly calcified and tortuous. The rate of stenosis was 100%. The patient¿s medical history is unknown. The patient was compliant with antiplatelet therapy. This is a case from (B)(6). (B)(6). The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenosis in stents is usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2014-00573.

Manufacturer narrative:
Additional information received indicated that on (B)(6) 2014 and (B)(6) 2014 restenosis was found in the placed stents. The right leg ischemia symptom was not strong, but had the right toe numb at rest. On (B)(6) 2014, the lesion was treated by plain old balloon angioplasty (poba). On (B)(6) 2014, the patient was reported to have recovered. Complaint conclusion updated: approximately eleven months post stenting procedure to the superficial femoral artery (sfa), it was reported that by angiography, restenosis was found in the two smart control stents previously implanted. The patient suffered intermittent claudication (onset is unknown). The patient received medication. The two smart control stents were originally placed in the target lesion without any issue. At that time, the lesion was mildly calcified and tortuous. The rate of stenosis was 100%. The patient¿s medical history is unknown. The patient was compliant with antiplatelet therapy. This is a case from (B)(6). Additional information received indicated that on (B)(6) 2014 and (B)(6) 2014 restenosis was found in the placed stents. The right leg ischemia symptom was not strong, but had the right toe numb at rest. On (B)(6) 2014, the lesion was treated by plain old balloon angioplasty (poba). On (B)(6) 2014, the patient was reported to have recovered. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenosis in stents is usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
Approximately eleven months post stenting procedure to the superficial femoral artery (sfa), it was reported that by angiography, restenosis was found in the two smart control stents previously implanted. The patient suffered intermittent claudication (onset is unknown). The patient received medication. The two smart control stents were originally placed in the target lesion without any issue. At that time, the lesion was mildly calcified and tortuous. The rate of stenosis was 100%. The patient¿s medical history is unknown. The patient was compliant with antiplatelet therapy. This is a case from (B)(6).